Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. However, a worn-out socket slider switch caused intermittent use of high intensity mode. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source fails to work with new scopes; however, the old scopes work as normal. The customer cleaned the contacts of the new scopes to resolve the issue momentarily before the issue persisted. The event occurred during procedure and the operation was completed with a 180 series scope. There was no patient harm or user injury reported due to the event.